Manufacturer narrative:
H4: the lot was manufactured from october 19, 2022 - october 21, 2022. H10: the device was received for evaluation. The unit contained 236ml fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: pharmacy department block a, lower ground floor. Initial reporter postal code - 4125. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume infusor. The device did not infuse any of the medication dose over the expected 24-hour therapy time. This was observed during patient infusion. The device was filled with piperacillin / tazobactam 1800mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.